Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
During a procedure, a farastar pulsed field ablation generator and farawave catheter were selected for use. During procedure, while were unloading the right superior pulmonary vein the 303-error was displayed. Then immediately the 201-error occurred. The console was started up and shut down approx. 10 times, the catheters were replaced but issue was still present. The console was defective. Due the errors, the procedure was cancelled. At cancellation time, no patient complications were reported. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This specific product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a procedure, a farastar pulsed field ablation generator and farawave catheter were selected for use. During procedure, while were unloading the right superior pulmonary vein the 303-error was displayed. Then immediately the 201-error occurred. The console was started up and shut down approx. 10 times, the catheters were replaced but issue was still present. The console was defective. Due the errors, the procedure was cancelled. At cancellation time, no patient complications were reported. No further information was provided. It was further reported that the event (bsc ref# (B)(4)) was reported to capture the sud devices involved in the 303/201 errors, the event already captured in farastar complaint bsc ref# (B)(4).